Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt complained of anxiety, sob and ears popping during treatment. She was given 700ml. Of saline and was below dry weight post treatment. Based on the weights reported, saline given and what the machine indicated was removed, there was a weight loss variance of 2.9 kg. There was no serious injury or illness.